Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother reset the device and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).